Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air in line error alarm. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device as returned for repair in used condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found device had damaged air detector, worn upstream occlusion (uso) seal, and contaminated downstream occlusion (dso) seal. Functional testing was performed, and the primary problem was replicated. Tested air detector with 50 ml disposable cassette and it did not indicate ¿pass¿. The cause of primary problem was inoperable air detector. Air detector was replaced to correct the issue. The device passed all functional tests after the repair.